Event description:
It was reported there was an over infusion of midazolam. The medication was intended to infuse at a rate of 0.2ml/hr with a volume to be infused of 50 ml. The midazolam infused 20ml over 1.5hours. The event occurred between 10.30-14.30 on (B)(6) 2025. The patient experienced decreased blood pressure, required supplemental oxygen and a "gcs" of 4. It was also noted that the patient required flumazenil.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of midazolam. The medication was intended to infuse at a rate of 0.2ml/hr with a volume to be infused of 50 ml. The midazolam infused 20ml over 1.5hours. The event occurred between 10.30-14.30 on 18jan2025. The patient experienced decreased blood pressure, required supplemental oxygen and a "gcs" of 4. It was also noted that the patient required flumazenil. A copy of the health canada report was received, which states, "there have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate. There have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate." Later it was also learned through an onsite site visit that the event occurred on the complex care unit. This was the only over infusion event to happen there. A 50ml IV bag of midazolam, primary IV set, was hung at a rate of 0.2ml/hr. The whole IV bag infused in approximately one hour and a half. The clinician was alerted when the family called the nurse due to the pump alarming for air in line. As previously reported, the patient was symptomatic. Midazolam is on a primary tubing and the line is primed with the drug.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed or replicated during device testing, however during testing an under-infusion was confirmed which was due to two lifted bezel boss inserts on the middle and bottom right of the bezel assembly, this finding would not explain the reported over infusion. ¿ the review of the pcu device event log confirmed the suspect pump module at 11:06 am was programmed to infuse (midazolam subcut) with a rate of 0.2ml/h, a concentration of 5mg/ml and a volume to be infused of 50ml/hr. At 12:41 pm the suspect alarmed detecting an occlusion on the patient side and by 12:47 pm the suspect pump module was channel off reporting a primary volume infused (pvi) of 0.319 ml. ¿ no errors were observed on both pcu and suspect pump module on the reported date of the event. Review of the suspect pump module error log showed no malfunctions relevant to the facility¿s complaint. ¿ the suspect pump module was found to be slightly under-infusing, with a measured error of -10%, after performing rate accuracy and rate calibration testing. The suspect required repairs, and during the internal inspection of the device, it was found that two bezel boss inserts were pushed upwards. ¿ the bezel assembly was replaced with a dchu known good bezel for testing purposes only. As a result, the suspect passed the rate accuracy testing and calibration with a new measured error of -0.5833% infusing within specifications. ¿ the suspect pump module after calibration was programmed to perform a one-hour system level rate accuracy test at the incident infusion rate of 0.2ml/hr and the test results measured an actual rate of 0.20 ml/hr (-0.38% error) indicating the device is within specification after rate calibration having no incidents of unregulated flow occurring during the testing. ¿ during the internal inspection it was observed the middle and bottom right bezel boss inserts were pushed upwards. However, the presence of tamper-evident torque cement on the four (4) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the (B)(6) repair center. ¿ the bezel material was determined to be manufactured with valox, with the date code 12/18 (december 2018), and was not impacted by the bezel boss recall. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ the administration set was requested but was not returned; therefore, it could not be inspected or tested. ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2) root cause: the root cause for the report of over infusion of midazolam was not determined, however lifted bottom-right and middle-right bezel boss inserts in the bezel assembly was confirmed which led to an under-infusion condition, this finding would not explain the reported over infusion. Note that this report lists imdrf annex a0401, a0406, a0507, g02017, g04100, g04037, g04067, c23, d10106, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported there was an over infusion of midazolam. The medication was intended to infuse at a rate of 0.2ml/hr with a volume to be infused of 50 ml. The midazolam infused 20ml over 1.5hours. The event occurred between 10.30-14.30 on (B)(6) 2025. The patient experienced decreased blood pressure, required supplemental oxygen and a "gcs" of 4. It was also noted that the patient required flumazenil. A copy of the health canada report was received, which states, "there have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate. There have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate."

Event description:
It was reported there was an over infusion of midazolam. The medication was intended to infuse at a rate of 0.2ml/hr with a volume to be infused of 50 ml. The midazolam infused 20ml over 1.5hours. The event occurred between 10.30-14.30 on (B)(6) 2025. The patient experienced decreased blood pressure, required supplemental oxygen and a "gcs" of 4. It was also noted that the patient required flumazenil. A copy of the health canada report was received, which states, "there have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate. There have been multiple incidents related to IV pumps and tubing across various hospital departments since january. An initial batch of pump/tubing incidents has been reviewed and pumps sent to the vendor to further investigate." Later it was also learned through an onsite site visit that the event occurred on the complex care unit. This was the only over infusion event to happen there. A 50ml IV bag of midazolam, primary IV set, was hung at a rate of 0.2ml/hr. The whole IV bag infused in approximately one hour and a half. The clinician was alerted when the family called the nurse due to the pump alarming for air in line. As previously reported, the patient was symptomatic. Midazolam is on a primary tubing and the line is primed with the drug.

Manufacturer narrative:
Additional information: imdrf annex a, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed or replicated during device testing, however during testing an under-infusion was confirmed which was due to two lifted bezel boss inserts on the middle and bottom right of the bezel assembly, this finding would not explain the reported over infusion. The review of the pcu device event log confirmed the suspect pump module at 11:06 am was programmed to infuse (midazolam subcut) with a rate of 0.2ml/h, a concentration of 5mg/ml and a volume to be infused of 50ml/hr. At 12:41 pm the suspect alarmed detecting an occlusion on the patient side and by 12:47 pm the suspect pump module was channel off reporting a primary volume infused (pvi) of 0.319 ml. No errors were observed on both pcu and suspect pump module on the reported date of the event. Review of the suspect pump module error log showed no malfunctions relevant to the facility¿s complaint. The suspect pump module was found to be slightly under-infusing, with a measured error of -10%, after performing rate accuracy and rate calibration testing. The suspect required repairs, and during the internal inspection of the device, it was found that two bezel boss inserts were pushed upwards. The bezel assembly was replaced with a dchu known good bezel for testing purposes only. As a result, the suspect passed the rate accuracy testing and calibration with a new measured error of -0.5833% infusing within specifications. The suspect pump module after calibration was programmed to perform a one-hour system level rate accuracy test at the incident infusion rate of 0.2ml/hr and the test results measured an actual rate of 0.20 ml/hr (-0.38% error) indicating the device is within specification after rate calibration having no incidents of unregulated flow occurring during the testing. During the internal inspection it was observed the middle and bottom right bezel boss inserts were pushed upwards. However, the presence of tamper-evident torque cement on the four (4) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. The bezel material was determined to be manufactured with valox, with the date code 12/18 (december 2018), and was not impacted by the bezel boss recall. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Root cause: the root cause for the report of over infusion of midazolam was not determined, however lifted bottom-right and middle-right bezel boss inserts in the bezel assembly was confirmed which led to an under-infusion condition, this finding would not explain the reported over infusion. Note that this report lists imdrf annex a0406, a0401, c07, d15, g02017, d0106, g04100 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.